Manufacturer narrative:
Since this device has not been returned to olympus yet, the exact cause of this phenomenon could not be conclusively determined. This report will be supplemented if this device is returned and any significant evaluation result is obtained.

Event description:
While the subject device was used in an open hepatectomy, a failure occurred where an ultrasonic output became unable to be activated. The device was replaced with a similar device, and an ultrasonic output became available as usual.